Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Although the malfunction code displayed was resettable, the customer was unable to reset the pump during the call due to not having a charger and planned to call back to reset the pump once home.